Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed and found that the item displayed did not match the patient¿s medication order. The tss determined that the system was functioning as designed based on the medication-equivalent setup configured by the pharmacy. This information was communicated to the customer to clarify system behavior and confirm that no system malfunction was present. The system functioned as intended when the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to override a patient¿s medication order, preventing access to the medication as intended. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.